Manufacturer narrative:
February 16, 2016. Complaint investigation summary - fisherbrand liquid heel warmer [p/n unknown lot unknown]. On (B)(6) 2016 coopersurgical received a complaint via medwatch mw5059251 referencing the fisherbrand® liquid heel warmer. The complaint (B)(4) stated: "pt sought treatment in ed for fever and respiratory illness. Need for capillary heelstick warranted and fisher brand gel heel warmer used during second attempt. Patient was treated and released. On first day after visit upon seeing their primary care physician, it appeared that the infant sustained a first degree burn to heel where gel pack was applied. This was not evident to staff prior to ed discharge." Background: the infant heel warmer is a gel-filled, disposable heel warmer designed to provide gentle heat to increase blood flow and enhance infant blood sample collection. It employs a flexible bag-like container, a super-saturated salt solution and an activator for initiating the crystallization. The activator is a thin metal disc inside the package that acts as a nucleation point. The instant chemical heat pack is used routinely in neonatal care settings. It increases capillary circulation in an infant's heel to facilitate blood collection by heel stick. The nonsterile, single-use, disposable device contains nontoxic material. Device activation results in an exothermic reaction with a maximum temperature of around 104°f (40°c) within 60 seconds based on the initial chemical concentration. An optimal temperature of 104 is maintained for about 10 minutes and gradually diminishes after. Investigation: coopersurgical followed up with the reporting user facility, (B)(6). The subject device was not returned for evaluation. The reference part number provided by the user facility is invalid. Additionally, the user facility did not provide the lot number of the subject device. A review of historical complaints based on the product description, fisherbrand® infant heel warmer, show similar reported complaint condition reported in 2004. Coopersurgical sent recall notification letters on january 28 2015 to all users of the warmgel® infant heel warmer products. The letters advised customers to discontinue use of all warmgel® infant heel warmer products, including the fisherbrand® infant heel warmer. Delivery confirmation receipts indicate a recall notification letter was delivered to all affected (B)(6) facilities. Coopersurgical followed up with (B)(6) concerning the recently filed medwatch. The response from (B)(6) suggested that the product had been removed from laboratory stock. However, additional products remained in the respiratory therapy unit and they used the recalled product. Coopersurgical resent the recall notification again on 2/18/16 to (B)(6) and advised the facility to immediately discontinue use of the product and to return any of the recall product to coopersurgical. An assignable cause could not be determined. A thorough evaluation of the complaint condition could not be performed as the specific part number and lot number was unknown. Additionally the subject device was not returned for evaluation. The patient did not need additional intervention. Coopersurgical will continue to monitor for similar complaints. No further action is needed at this time. Coopersurgical ceased distribution of the infant heel warmer in june 2015. The complaint will be reopened and reevaluated if any new additional information becomes available to coopersurgical in the future.

Event description:
Reference medwatch mw5059251. (B)(4). "Pt sought treatment in ed for fever and respiratory illness. Need for capillary heelstick warranted and fisherbrand gel heel warmer used during second attempt. Patient was treated and released. On first day after visit upon seeing their primary care physician , it appeared that the infant sustained a first degree burn to the heel where gel pack was applied. This was not evident to staff prior to ed discharge."

Manufacturer narrative:
February 16, 2016. Complaint investigation summary - fisherbrand liquid heel warmer [p/n unknown lot unknown]. On february 8, 2016 coopersurgical received a complaint via medwatch mw5059251 referencing the fisherbrand® liquid heel warmer. The complaint [(B)(4)] stated: "pt sought treatment in ed for fever and respiratory illness. Need for capillary heelstick warranted and fisher brand gel heel warmer used during second attempt. Patient was treated and released. On first day after visit upon seeing their primary care physician, it appeared that the infant sustained a first degree burn to heel where gel pack was applied. This was not evident to staff prior to ed discharge." Background: the infant heel warmer is a gel-filled, disposable heel warmer designed to provide gentle heat to increase blood flow and enhance infant blood sample collection. It employs a flexible bag-like container, a super-saturated salt solution and an activator for initiating the crystallization. The activator is a thin metal disc inside the package that acts as a nucleation point. The instant chemical heat pack is used routinely in neonatal care settings. It increases capillary circulation in an infant's heel to facilitate blood collection by heel stick. The nonsterile, single-use, disposable device contains nontoxic material. Device activation results in an exothermic reaction with a maximum temperature of around 104°f (40°c) within 60 seconds based on the initial chemical concentration. An optimal temperature of 104of is maintained for about 10 minutes and gradually diminishes after. Investigation: coopersurgical followed up with the reporting user facility, (B)(4). The subject device was not returned for evaluation. The reference part number provided by the user facility is invalid. Additionally, the user facility did not provide the lot number of the subject device. A review of historical complaints based on the product description, fisherbrand® infant heel warmer, show similar reported complaint condition reported in 2004. Coopersurgical sent recall notification letters on january 28 2015 to all users of the warmgel® infant heel warmer products. The letters advised customers to discontinue use of all warmgel® infant heel warmer products, including the fisherbrand® infant heel warmer. Delivery confirmation receipts indicate a recall notification letter was delivered to all affected cleveland clinic facilities. Coopersurgical followed up with cleveland clinic concerning the recently filed medwatch. The response from cleveland clinic suggested that the product had been removed from laboratory stock. However, additional products remained in the respiratory therapy unit and they used the recalled product. Coopersurgical resent the recall notification again on 2/18/16 to cleveland clinic and advised the facility to immediately discontinue use of the product and to return any of the recall product to coopersurgical. An assignable cause could not be determined. A thorough evaluation of the complaint condition could not be performed as the specific part number and lot number was unknown. Additionally the subject device was not returned for evaluation. The patient did not need additional intervention. Coopersurgical will continue to monitor for similar complaints. No further action is needed at this time. Coopersurgical ceased distribution of the infant heel warmer in june 2015. The complaint will be reopened and reevaluated if any new additional information becomes available to coopersurgical in the future.

Event description:
Reference medwatch mw5059251. E-complaint (B)(4). "Pt sought treatment in ed for fever and respiratory illness. Need for capillary heelstick warranted and fisherbrand gel heel warmer used during second attempt. Patient was treated and released. On first day after visit upon seeing their primary care physician , it appeared that the infant sustained a first degree burn to the heel where gel pack was applied. This was not evident to staff prior to ed dischage."